Event description:
It was reported the pump had an occlusion alarm. The event occurred during preventive maintenance. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4: primary UDI number, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the dso seal has bubble, lcd lens is scratched, battery door is broken. The reported problem was duplicated. The root cause was a bad dso sensor. Replace the dso sensor to correct reported problem. Replace dso sensor, dso seal, dso bezel, lcd lens, lcd lens seal, battery door, keypad, yellow overlay pcea, rear label, side label. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.